Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. Customer changed supplies to address the occlusion alarms. Reportedly, customer also wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Customer reported blood glucose level ranged from 230-250 mg/dl.